Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket loads needed to be resent. A technical support specialist logged into the es serve then navigated to the settings menu, selected resend messages, and followed the knowledge article ¿medes: resend pocket messages (load, unload, count, etc.)¿ to resend the pocket load. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medications were not showing as available in pyxis but were showing available on es server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.